Manufacturer narrative:
The reported event was confirmed through visual inspection, the witness marks found on the device indicated this was a handling issue. The device was scrapped, as it was not repairable.

Event description:
It was reported that the blue patient tracker disassembled at the user facility. The user facility was unable to specify where the event had occurred; no patient involvement, surgical delays, medical intervention, or adverse consequences were reported with the event .

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the blue patient tracker disassembled at the user facility. The user facility was unable to specify where the event had occurred; no patient involvement, surgical delays, medical intervention, or adverse consequences were reported with the event .